Event description:
It was reported the ncircle tipless stone extractor¿s basket broke outside of the patient during a common bile duct inspection and stone removal procedure. The broken piece was found in a timely manner. The device did not break inside the patient. The procedure was completed by using another same-like device. As section of the device did not need to be removed from the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1 - initial reporter establishment name= (B)(6). G4 ¿ PMA/510(k) #: exempt. H3: device has not yet been returned to manufacturer; however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 medical device product code (annex a) and component code (annex g). Investigation ¿ evaluation. Event description: it was reported the ncircle tipless stone extractor¿s basket broke outside of the patient during a common bile duct inspection and stone removal procedure. The broken piece was found in a timely manner. The device did not break inside the patient. The procedure was completed by using another same-like device. As section of the device did not need to be removed from the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as a visual inspection and functional testing of the device were conducted during the investigation. One device was returned for investigation in an open package with label. The returned device was found to have been disassembled. The collette knob and the metal brass colored handle piece was loose. The handle was removed to actuate basket manually and was successful. The basket is unbroken and appears to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions: the device is conductive. Avoid contact with any electrified instrument. Enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.